Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so successfully, with the customer instructed to continue using the pump and to call back if any issues recurred.